Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade ii-iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii.

Event description:
Patient reported right side rupture. Imaging exams showed no signs of rupture. Healthcare professional reported capsular contracture (grade ii-iii), breast injury, capsule with synovial metaplasia. The device was explanted.